Event description:
Had a severe case of contact dermatitis related to the use of mastisol following the removal of two lipomas. Blistering, itching, and fluid discharge were so severe that they prevented me from working for several days as dressings and bandages would rapidly soak through and ruin clothing.